Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges pain, disability, impairment, loss of function and range of motion, decreased and poor hip performance, gait disturbance, metallic contamination of the blood, scarring, and irritation and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones and soft tissues.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate depuy still considers this investigation closed.

Event description:
Update rec¿d 05/28/2014 - plaintiff¿s preliminary disclosure form with medical records was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/11/2014.

Event description:
After review of medical records, it was indicated during clinic visits that the metal ions is below ppb, there was no revision record provided. Clinical visit reported left hip pain and mild nausea patient is a candidate for revision however, unable to undergo revision due to medical contraindication.